Manufacturer narrative:
The evaluation of the device is anticipated but was not received at the time of this report, therefore no evaluation codes were assigned. The device history was reviewed for the suspect device. The device was manufactured in 2005 and there was no information identified that could be correlated to the described event. The device fulfilled all requirements during final inspection and the machine was maintained once per year, at minimum.

Manufacturer narrative:
Power tension without specification on secondary card of power supply. The historic of machine indicates that an alarm occured on the machine (alarm cpu2 = adc / protection tension). The reason of the issue is a defective primary power supply card. Replacement of this card.

Event description:
Reportedly, the pumps stopped without alarming during treatment. No patient injury, intervention or death was reported with relationship to this event.